Event description:
It was reported that a pocket revision was performed on this implantable pacemaker due to experiencing migration. The device was revised and sutured successfully. No further adverse patient effects were reported.